Event description:
Md notified the kmts field rep that a patient had received a shock. The patient was counseled to seek medical attention and is currently in the ed. The patient states being conscious but failed to cancel the alert button on time. No patient injury was reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.